Event description:
In surgical laser system, chiller unit is not working. Water leak at the connector of the m2 pump. Unaware of pt involvement.

Manufacturer narrative:
Hydraulic circuit junction pipe inside the chiller unit defective. Low pressure detected by laser system. Chiller unit substituted on the laser. Piping repaired on defective unit. We are unaware about delay on treatment or pt injury.